Manufacturer narrative:
Resolution: the customer stated that the reported issue was due to their regulator on their oxygen tank. They purchased a new regulator and the reported issue was resolved. There is no malfunction with the ventilator and no return for evaluation is expected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to carefusion that while on patient with non-invasive positive pressure (nppv) settings, the "low o2 pressure" alarm occurred. The customer tried both outlets and checked the main oxygen tank, the regulator, and the pressure from the oxygen system, but the ventilator continued to alarm. Approximately 2-3 minutes into the transfer, the ventilator alarmed "low o2 pressure" alarm. The customer made sure the oxygen tank was full and the valve was fully open, but the ventilator continued to alarmed. The first oxygen tank depleted quickly and the customer switched to another e-cylinder oxygen tank. The ventilator still alarmed "low o2 pressure" and drained the other oxygen tank. A total of 3 oxygen cylinders were used during a 20 min transport. The customer was unable to duplicate the reported issue during testing after the transport with a new circuit. There was no patient harm associated with this complaint.